Event description:
Problems noted or suspected: hand and feet swell, rupture and implant leakage, arthritis, arthritic symptoms, joint swelling, pain and stiffness, muscle fatigue, swelling of hands and fingers, thick, taut skin from swelling, breast tenderness, fatigue, general aching and stiffness, raynaud's syndrome, weight loss, implant movement under-arm and on breast bone, shoulder and collar bone, fear of dwindling physical strength, weakness and loss of strength in arms and hands, finger joints look terrible, foreign body found after removal of implants according to pathology report, positive rheumatoid factor, rheumatoid arthritis variant, knee joint pain, wrist synovitis and tenosynovitis, possibly developing systemic rheumatic disease, and degenerative arthritis in wrist.